Event description:
Healthcare professional reported through clinical study follow-up that approximately 3 years post implant the patient experienced a cva resulting in aphasia and right hemiplegia. One week later the patient expired. The patient was not on anticoagulant therapy at time of the cva and the product was not returned for analysis.